Manufacturer narrative:
Device was returned for evaluation. Visual inspection of the device found no anomaly on the helix, the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
During the leadless pacemaker (lp) system implant procedure, while in basal position in the right ventricle, the catheter sleeve was pulled back to attempt mapping. The lp moved to apical position. The lp system was repositioned and as mapping was attempted, the transesophageal echocardiogram (toe) revealed a pericardial effusion in the right ventricle. The patient's blood pressure dropped. A pericardiocentesis was performed, followed by a thoracotomy to repair the perforation. The lp was explanted and a traditional pacemaker was implanted. The patient was recovering.